Event description:
Ams received a copy of medwatch from from the FDA which states that a patient had a monarc sling system procedure and that within 24 hours they began to run a fever. She later started bleeding and was in pain for several weeks. At a later exam the doctor told patient the sling had eroded through the vaginal wall and there was infection. Additional information received in 2004 indicates that the patient had 3 cm of tape removed in 2003.